Manufacturer narrative:
One suturefix ultra anchor 1.9mm s with two 46¿ ultrabraid (#1) sutures received. This device is used. The distal end has both forks broken off flush. It was not communicated whether the fork piece was retrieved. It was not returned. This device requires careful use with regards to distal tip. The IFU lists: precautions: once seated do not rotate the suture anchor device in the bone as this may cause device failure. Instructions for use caution: do not rotate the suture anchor device once seated in the bone as this may cause device failure. No root cause related to the manufacturing of this device can be established. No further investigation warranted. (B)(4).

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the shaft of the suturefix ultra anchor system broke in the patient during anchor implantation in a modified brostrom operation. A delay of 8 minutes was reported. Another suturefix ultra system was used to complete the surgery. No patient injury or complications were reported.